Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the relion micro meter was reading high. Caller tested bg level at 9 am and the reading came back as 90mg/dl. Caller felt ill as if his bg levels were low. He retested at 9:02 am and the bg was 32mg/dl. Caller consumed a cola in order to bring bg back up. Caller used new blood drop, for each test. Caller washed and dried hands before testing, and there was not a lot of pressure needed. Controls not used. Replacing strips and meter.